Event description:
High impedances were reported. During an implantable neurostimulator replacement impedances were tested. All of the electrodes on both leads were initially high. The leads were switched around in the ports. Now all electrodes on the second lead had high impedances and the first lead was within normal range. The leads were connected directly to the battery. Stimulation could not be confirmed as the patient was asleep. It was reported that the lead was not replaced. The manufacturer representative was able to program around the bad electrodes. The patient was receiving "great coverage."

Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. (B)(4).